Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). A field service representative was dispatched to the account. The fsr verified performance by running a precision, which was within normal range. The fsr suspected that the erratic results were due to the finger stick collection method (bad batch of finger sticks). The fsr did not think that the issue was due to a mixing issue. The fsr advised the customer to order a new lot of finger sticks. A follow-up call to the customer by the fsr on (B)(6) 2011 confirmed no further erratic results had been generated after receiving a new lot of finger sticks. The cell-dyn emerald system operator's manual was reviewed and was found to adequately address the issue. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency.

Event description:
The celldyn emerald analyzer generated an erratic hemoglobin (hgb) result of 4.6 g/dl. The sample was repeated and the hgb was 11.0 g/dl.